Event description:
The customer contacted philips requesting a processor board pca. There was no patient involvement reported.

Manufacturer narrative:
(B)(4): a f/u will be submitted upon completion of the investigation.